Manufacturer narrative:
(B)(4). Results: non-conforming instrument bent channel. The analysis results found that the device was received in good visual condition and with a cartridge reload loaded in the device. The cartridge reload had the proximal 7 drivers up without staples, and the remaining drivers down with staples present. After further inspection it was noted that the channel half was bent not allowing the device to properly aligned and closed. No conclusion could be reach as to how the channel became bent. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications the manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an open gastrectomy, the anvil half and the cartridge half could not be combined at the 1st firing. The device was not fired. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.